Event description:
It was reported that a cartridge alarm 20 occurred with the customer's pump, which was recently received as a replacement for a similar issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to try a cartridge from a different lot or box, and the customer successfully loaded a new cartridge following proper technique, allowing them to resume insulin therapy. The issue was resolved.